Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available. Additional information indicates that the deep brain stimulation (dbs) system underwent an explant procedure as part of an elective replacement, following receipt of an elective replacement indicator (eri) message. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device will not be returned, as it was retained by the site. As there are no reportable allegations related to device performance and no serious injury occurred, this complaint has been reclassified as non-reportable based on established criteria.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <nhl, pjs>

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available.